Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The user informed customer information center (cic) of olympus medical systems corp. (Omsc) was informed by telephone from the user that the subject device (the suction valves mh-443), the air/water valves (mh-438), and the biopsy valves (mb-358) used for the endoscopes (gif-1200n/gif-h290/pcf-h290i/pcf-p240ai) at the user facility had been simply soaked in a protein remover, and these reprocessing using the automated endoscope preprocessor (model number unknown) had been performed only once a week, and that the channel cleaning brushes (bw-20t) and the injection tubes (mh-946) had not been reprocessed. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc surmised that there was possibility that the reported phenomenon was attributed to inappropriate or insufficient reprocessing by the user. The instruction manual of the subject device states appropriate reprocessing method. If additional information is received, this report will be supplemented.